Event description:
It was reported that the right ventricular (rv) lead impedance was steadily increasing. Lead fracture was suspected. The lead was explanted and replaced. The patient is in stable condition.